Manufacturer narrative:
Additional information: the stent and device used for post-dilation were non-medtronic devices. Additional product analysis: visual inspection of the returned gauge found signs of gauge having been installed. The pointer stayed at ~ 18 atm. Hand tapping on the gauge could move the pointer. Marks could be seen on the window edge and on the tip of the pointer shaft. These presented the fact that the gauge had been through the reworking. The window was removed to find the pointer loosen off. Visual inspection of the pointer could not identify the footprint of the pointer shaft on it. This proved the pointer had not been shot into the pointer shaft. One new pointer was used to insert on at zero band. Pressure reading was done. The readings showed that the gauge was accurate; pointer was moving normally. The pointer could move down into vacuum zone upon applied vacuum. The pointer shooters at rework stations were once guarded so that only after the pointer was shot the stand would release the gauge. All the guards could not be found at the moment of the investigation. Analysis confirmed the pointer had not been shot during reworking process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the needle did move when pressure was applied but only from 8 atm and this was post release of the vacuum. The balloon did not burst because of the event. There were no issues noted when inflating the stent. The everest was directly connected to the device used for post dilation. Event date provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one everest inflation device during an angiographic stenting procedure. It was reported that inflation difficulties occurred. It was detailed that the inflation device was working correctly on stent deployment, however when the everest device was being used for post dilation it did not go down to 0 atm pressure. The everest device was replaced with a new device which functioned as intended to inflate the balloon. Post procedure the issue was replicated with just air. No patient injury reported.

Manufacturer narrative:
Product analysis: one everest inflation device was received for analysis. There was no damage noted to the syringe body, tube, joints, or manometer housing. As received the gauge needle was at approx. 5.5 atm. Using an in-house stopcock an attempt was made to pressurize the device with water. The needle moved erratically to 30 atm on pressurization, and while the device held pressure for the specified max 10% loss of pressure within three mins, the needle failed to return to zero upon release of pressure, dropping only to approximately 26.5 atm. Also, when vacuum was applied the needle failed to move into the red ¿vac¿ reading, moving only to approx. 26 atm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.